Event description:
I had prk surgery on (B)(6) 2010 as an enhancement to the lasik surgery I had 12 years prior. Two days after the surgery, I experienced cell erosion the most horrid pain ever; it's like having pieces of glass stuck in your eye. This continued almost daily for 5 days straight, each time causing my vision recovery to regress. Calls to the center that did my surgery were answered with very uncaring replies. Basically I was told, "you are just one of the unlucky ones." Fast forward 2 1/2 years late and I still experience cell erosion, terrible eye pain, have severe dry eyes, had my tear ducts permanently closed, and am unable to sleep through the night as I must put drops in at least 3-4 times this happens every night. I've been to 3 other dr's and finally the 3rd ophthalmologist was able to see that I have epithelial islands in my left eye and shadowing in my right eye all due to the prk surgery. He said that the prk surgery never should have been done over a lasik flap.